Manufacturer narrative:
Investigation is ongoing, a supplement report will be sent upon completion.

Event description:
The customer reported that three (3) staff members were unnecessarily treated with short-term art after being exposed to blood from a patient who had tested with the determine hiv-1/2 ag/ab combo test that presented reactive results. This is report two (2) of three (3) for the impacted staff members. Testing with the determine hiv-1/2 ag/ab combo test was performed three (3) times with a serum sample, all presented a reactive result for hiv ab and faint reactive for ag on (B)(6) 2026. Confirmation testing was performed (platform unknown) the same day which presented a non-reactive result. No serious injury occurred as a result. No further information was reported.